Event description:
It was reported that during a coronary stent procedure of a pre dilated lad lesion, the stent/delivery device became locked up on the wire. The stent/delivery device and wire were removed as one without incident. No pt injuries or complications occurred.